Manufacturer narrative:
The user experienced hyperglycemia requiring emergency department treatment while on ilet therapy. Hyperglycemia can require medical intervention when persistent and is consistent with the reported need for insulin injections in the hospital. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Review of the event determined that the user did not complete the tubing prime step during a supply change, resulting in lack of insulin delivery. Based on available information, the event is attributed to user error involving failure to properly prime tubing, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 21-mar-2026, it was reported that, on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels of 550 mg/dl, resulting in emergency department treatment. The user presented to the hospital and was treated with subcutaneous insulin and discharged the same day on (B)(6) 2026. No long-term health effects were reported.